Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature: article title "physician attending cardiac magnetic resonance imaging for early aortic structural valve deterioration: non-invasive method to identify the regurgitate location". As reported in a research article, physician attending cardiac magnetic resonance imaging for early aortic structural valve deterioration: non-invasive method to identify the regurgitate location. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "physician attending cardiac magnetic resonance imaging for early aortic structural valve deterioration: non-invasive method to identify the regurgitate location," was reviewed. It was reported that on an unknown date, a 19mm trifecta valve was implanted during an aortic valve replacement. Three years later, the patient returned with heart failure. A transthoracic echocardiogram showed worsening aortic valve insufficiency. A transcatheter aortic valve implantation was performed via valve-in-valve procedure. The patient was discharged without complications. The primary author of the article is taiyo kuroda, department of biomedical engineering, lerner research institute, cleveland clinic, cleveland, oh, USA; department of thoracic and cardiovascular surgery, ogaki municipal hospital, ogaki, japan. The correspondence author of the article is kensuke takagi, department of cardiology, ogaki municipal hospital, ogaki, japan; department of cardiovascular medicine, national cerebral and cardiovascular center, 6-1 kishibe-shimmachi, suita, osaka 564-8565, japan, with the corresponding e-mail: kensuke770614@gmail.com.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature: article title: physician attending cardiac magnetic resonance imaging for early aortic structural valve deterioration: non-invasive method to identify the regurgitate location